Event description:
The event was reported by a customer from (B)(6): "I had two power supplies come to biomed each from different departments in the last week. Happen when the adapter was just pulled out of the wall receptacle. No one was injured. Delay in therapy: no. Need for medical intervention: no".

Manufacturer narrative:
(B)(4).